Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: alarm show release valve defective, technical state error, tf- 231013,431009 (qo2 sensor defect). No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: alarm show release valve defective, technical state error, tf- 231013,431009 (qo2 sensor defect) no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).